Event description:
It was observed that during the device inspection, the gastrointestinal videoscope air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issue could not be determined, however, due to observed leaks in the electrical connecter and bending section rubber, it is possible that proper device reprocessing could not efficiently be performed. The issue may be detected/prevented by following the instructions for use sections below: gif-1tq160 operation manual chapter 3 preparation and inspection. Gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.